Event description:
It was reported that pump malfunction occurred and displayed malfunction code that customer could reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.